Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. Device not returned.

Event description:
It was reported that the insulin's gauge was inaccurate. Reportedly, the customer did not perform the proper air removal techniques. The customer reloaded the cartridge to resolve the issue. The customer¿s blood glucose level was 70-79 mg/dl.